Manufacturer narrative:
(B)(4) - a forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure "forward firing at 98088j" was observed. A second fiber was used to complete the case. Pt outcome: no harm to pt reported.